Manufacturer narrative:
An event of paravalvular leakage was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, an aortic valve replacement was performed and a 27 mm trifecta valve was implanted. Additionally, a heartmate ii percutaneous pump was implanted. On (B)(6) 2015, a mild paravalvular leak was noted on echo. On (B)(6) 2016, tte/tee showed worsening paravalvular aortic leak and on (B)(6) 2016, a 4 mm amplatzer vsd occluder was used off-label in an attempt to close the leak. The trifecta valve remained implanted. On (B)(6) 2016, the patient died due to suspected pump thrombosis (hm ii pump, percutaneous). (Clinical study patient ID: (B)(6) for the (B)(6) study).

Event description:
On (B)(6) 2015, an aortic valve replacement was performed and a 27 mm trifecta valve was implanted. On (B)(6) 2015, a mild paravalvular leak was noted on echo. On (B)(6) 2016, tte/tee showed worsening paravalvular aortic insufficiency. On (B)(6) 2016, a 4 mm amplatzer vsd occluder was placed to close the leak. The trifecta valve remained implanted. On (B)(6) 2016, the patient died (cause unknown).